Event description:
It was reported that the patient presented for a lead explant procedure. Prior to the procedure, it was noted that the right atrial lead exhibited noise oversensing resulting in an inappropriate automatic mode switch (ams). During the device interrogation, the pacemaker was unable to be interrogated through rf telemetry and inductive telemetry. The pacemaker and right atrial lead were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
B5 was updated.

Event description:
It was reported that the patient presented for a lead explant procedure. Prior to the procedure, it was noted that the right atrial lead exhibited noise oversensing resulting in an inappropriate automatic mode switch (ams). During the device interrogation, the pacemaker was unable to be interrogated through inductive telemetry. The pacemaker and right atrial lead were explanted and replaced. The patient was in stable condition.